Event description:
It was reported that during a drainage treatment procedure, the suture broke. The lesion was located in the biliary. This 8.3/35 expel drainage catheter was selected; however during formation of the distal curl, they exerted to much force to pull the thread and therefore the thread broke at the distal part without leading to the formation of the distal curl. The procedure was completed leaving in drain in place without the pigtail formation. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).